Manufacturer narrative:
A philips authorized service provider (asp) went onsite to evaluate the device in question. The asp reported there were no errors detected and no corrective action was taken because the system was in perfect working order. In fact, the audit logs revealed that the alarm sounded regularly and was silenced by a healthcare worker. The asp explained since there was no system issue, it was not necessary to fix the problem. To help the customer hear the alarms, the asp raised the alarm volume as requested by the staff. The staff clarified the delay in the generation of an asystole alarm for the telemetry patient in the emergency room was both audible and visual alarms. It was also indicated there was a delay in care but there were no consequences for the patient as the patient was noted to be in distress, but no alarms were heard. The patient recovered without consequences. The logs were collected to be further reviewed by an internal product support engineer (pse). Summary of technical investigation: the pse reviewed the logs an found a red asystole alarm was generated at on (B)(6) 2025 at 9:55:51 at the (B)(6): (B)(6) 2025 09:55:51 (B)(6) tele7 (B)(6) 09:55:38. Pic ix: psobi red alarm. The alarm was acknowledged 4 seconds after it was announced. The acknowledge was done at the (B)(6): (B)(6) 2025 09:55:55 (B)(6) tele7 (B)(6) psobi acknowledge. The red alarm was stopped due to the acknowledgement at the (B)(6): (B)(6) 2025 09:56:01 (B)(6) tele7 (B)(6). Pic ix: psobi red alarm. Based on the information available the reported allegation couldn¿t be confirmed, and no problems were identified within the log. The system was confirmed to be working according to specification. The device was confirmed to be operating per specifications, and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was a delay in the generation of an asystole alarm for the telemetry patient; however, the audit logs revealed the alarm appeared normally and was acknowledged 4 seconds after it was generated. Testing was carried out with telemetry, revealing no anomalies. The device was in use on a patient at the time of the event.